Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that device would not reopen, even after cleaning. The site did not know if the device was on tissue at the time. There was no pt injury. No further information is available at this time.